Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft separation occurred. The target lesion was located in the moderate to severely tortuous and moderately calcified left anterior descending artery. A mach1 guide catheter was selected for use. During left heart catheterization, the physician torqued the catheter several times, however, it was unable to engage in the left main artery. The hub of the mach1 guide catheter was then separated from its shaft. The physician attempted to insert an .035 exchange wire through the guide catheter to remove the remaining shaft of the device but the exchange wire would not go through. Moreover, the mach1 guide catheter appeared to be broken in half under fluoroscopy. The physician managed to remove the guide catheter from the patient¿s body. Upon inspection of the device, it was noted that the guide catheter was broken in half at the mid shaft, as well as two or three kinks in the shaft. The procedure was not completed due to this event. No patient complications were reported and patient is okay.